Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged damaged battery compartment was verified. The battery compartment was found to have cracked from the threads area to the case seal along the side of the grip pad. The treads of the battery cap were stripped and a test cap was used in the evaluation. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the keypad buttons. Unrelated to the complaint, the display was dim and discolored. The bolus button cover was detached/missing and the button¿s responses was unable to be tested.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).